Manufacturer narrative:
(B)(4). Evaluation: results and conclusions: over inflation of the balloon in a peripheral artery.

Event description:
An attempt was made to use a sprinter legend rapid exchange (rx) balloon dilatation catheter in a peripheral vessel. The balloon was inflated to 15 atms on the 1st inflation and to 20 atms on the following four inflations; however, it was reported that the balloon ruptured on 6th inflation at 12 atms in the arteria dorsalis pedis. After this, a sprinter over the wire (otw) balloon dilatation catheter was used in the peripheral vasculature; however, it was reported that this balloon also ruptured on 4th inflation at 18 atms (MFR #2953200-2011-00090). The patient is reported to be fine post procedure and no other clinical sequelae were reported.